Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that there wa a 25% drift in calibration. The device was not changed out, as intermittent lab analysis was performed to manage and guide treatment. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.